Event description:
Procedure type: lap gastric bypass. According to the reporter: the needle jammed on tissue and did not pass. The device was toggled back and forth until it opened. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.